Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted due to infection. The patient condition is stable. Related manufacturer reference number: 2938836-2020-01808 and 2938836-2020-01809 and 2938836-2020-01810 and 2938836-2020-01811.